Manufacturer narrative:
Date of event: used (B)(6) 2021 as the event date was not reported.

Event description:
It was reported that the catheter was peeling off. A 130cm direxion infusion catheter was selected for use. During the procedure, it was noted that the outside layer of the catheter started peeling off as it went through the gateway plus y-adapter. The catheter was removed and a different microcatheter was used to complete the procedure. No harm to the patient was reported.